Manufacturer narrative:
The device was returned to olympus for inspection; however, a root cause could not be identified. Based on the investigation results, the likely causes of the malfunctions include known factors such as damage or deterioration of parts, environmental conditions (e.g., dust, dirt, or humidity), optical issues, overheating, or electrical problems such as signal loss or an open circuit. The most probable cause of this complaint is an expected or random component failure, with no indication of a design or manufacturing defect. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, scope communication error codes e216 and b30 appeared on the deflectable videoscope, and the image disappeared when the angle was adjusted. There was no patient involvement.